Manufacturer narrative:
The pump passed the displacement test, active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment. No battery alerts, alarms, or anomalies were noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 53 alarm (file number: (B)(4), line number: 5632, esf#: (B)(4) on the event date of 04/03/2023 at 11:37:38.000 due to a possible software error. Pump error 53 alarmed when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Pump alarmed low battery alerts on the event date of 04/03/2023 at 10:15:00.000, 16:57:00.000, 20:14:00.000, and 23:17:00.000 and all were expected. Pump alarmed four failed battery tests on the event date of 04/03/2023 at 11:24:15.000, 11:36:12.000, 11:36:29.000, and 11:36:56.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, motor home switch, pcba 1 and pcba 2. The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Charge/battery lasts less than expected, high sleep current measurement, and unexpected battery power loss were confirmed during testing due to moisture damage on the electronic assembly. Pump error 53 was confirmed in the pump history files and traces due to a software anomaly. Moisture damage was confirmed found on the battery tube, force sensor, motor home switch, pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump has been tried with a lot of batteries and there was a lack of power. Troubleshooting was performed and there was a power loss alarm in the alarm history. The battery did not last more than 1 week and the customer was calling back after previously completing low battery troubleshooting within 1 week. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.